Event description:
The customer reported to olympus, that the "lining at the tip of the device is torn " . The issue was found during reprocessing (sterilization). There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
The subject device was receive and evaluated. The device evaluation found the bending section insertion part (a-rubber) cover was broken. Additional evaluation findings were as follows: the air leak inspection (pressure test) failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken bending section cover was unable to be identified. Olympus will continue to monitor field performance for this device.